Event description:
Pt tested blood glucose on suspect device and was reading in 100mg/dl range. 2 hours later taken to ER and blood glucose (lab) was in the 400mg/dl range. Pt was given insulin and oral medications were doubled and she was hospitalized. The pt was also using a device that was previously owned and she had no product manual. The suspect device also has the incorrect code.